Manufacturer narrative:
B5 narrative information. H6 codes updated. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient reported a mid-sternal infection (B)(6) 2024. The patient stated they missed 6 days of 100 mg doxycycline that they were taking for a chronic driveline infection due to an insurance issue and reported sternal/epigastric mass increasing in size with pain, as well as significant purulent drainage from the driveline site. The patient also noted subjective fever, night sweats, and chills, lasting two days. The patient agreed to go the hospital on (B)(6) 2024

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2025 for worsening driveline drainage and continued purulent drainage at the sternal site. There was a concern for new abscess formation. The CT scan showed a small amount of fluid surrounding the driveline and the infection not excluded. The transthoracic echocardiogram (tte) showed left ventricular ejection fraction (lvef)10-15%, right ventricle (rv) cavity severely increased with moderate to severe dysfunction, severe biatrial enlargement, continuous mild aortic regurgitation (al), moderate mitral regurgitation (mr) and moderate tricuspid regurgitation (tr). The patient underwent surgical debridement of inferior sternal/epigastric abdominal wall abscess. There was purulent drainage noted at small opening of inferior sternal border/epigastric area. The wound tracked deep, with a final wound size of 5x2x2.5cm. Subcutaneous necrotic fat was debrided. At the base of abscess/wound are remnants of prior rvad graft and portion of driveline, which remained the sources of chronic infection. Wound vac applied. The driveline culture was positive for corynebacterium. The bc was positive for mssa. The abscess culture (from the or) was positive for mssa. The moderate to severe dysfunction, severe biatrial enlargement, moderate mr, and moderate tr were all noted prior to lvad implantation.

Event description:
Event summary: it was reported that the patient had a mid-sternal infection. A computed tomography (CT) scan was taken of the chest, abdomen, and pelvis, which showed a rim-enhancing fluid collection along the left ventricular assist device (lvad) driveline, with the largest amount of fluid immediately distal to the xiphoid process and extending the length of the driveline. The fluid did not appear to extend into the mediastinum. Cultures were taken and were positive for methicillin-sensitive staphylococcus aureus (mssa). The patient was given intravenous (IV) antibiotics (cefepime, cefazolin, and vancomycin), and a substernal incision and drainage was performed on (B)(6) 2024 to remove fluid. The patient was sent to prison with a wound vacuum and oral antibiotics.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
B2 - outcomes attributed to adverse: corrected. B3 - date of event: corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient also denied dyspnea, cough, nauseam emesis, diarrhea, and headache. Related MFR #: 2916596-2025-01455, (onset of infection (B)(6) 2023).

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files showed no notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1, "introduction," lists driveline infection as adverse events which may be associated with the use of heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6, ¿patient care and management,¿ also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.